Manufacturer narrative:
(B)(4). A carefusion field service representative has been dispatched for evaluation and repair of the suspect device. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm and no volumes. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect exhalation valve assembly for investigation. The reported event was unable to be confirmed or duplicated as described due to contamination. The exhalation valve assembly is contaminated with an unknown material on the housing, connector, and receptacle.